Event description:
It was reported that this inflatable penile prosthesis was not functioning as expected. The patient noted hearing a noise and the prosthesis would not inflate. The physician confirmed the pump could not be activated. A procedure is scheduled to replace the device. It was noted that a revision surgery was performed on (B)(6) 2024. A new ams 700 was implanted and no patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as expected. The patient noted hearing a noise and the prosthesis would not inflate. The physician confirmed the pump could not be activated. A procedure is scheduled to replace the device. No patient complications were reported.